Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with post-paced t-wave oversensing on the ventricular lead. Programming changes were made. Further actions will be discussed with the physician.